Event description:
Additional information was received from the patient. They reported that the cause was normal battery depletion and that they are waiting for a date to have a battery put in, but the issue has not yet resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called and repeated previously reports information that therapy isn't working. Patient said that will be having the implant replaced this year.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not been getting any benefit out of their stimulation because they did not know that the external devices had to be charged so patient stated it's been almost two years. They had to call their dr last night because they had an accident and had pain "in the area" but stated it's gone today. Patient reported they pee so much sometimes in the morning that when they wake up they are in/out of bed 6-7 times. Patient provided event date as "it's been for a long time" (clarified it's been about a year). They have to go see their dr and check because they think stimulation has to be turned up. Their "batteries have never been charged in like almost two years so they weren't doing me any good." Patient stated they thought according to the directions that if the external devices were not charged the stimulator would not be working because there is no connection. Agent reviewed general overview/use of external device and therapy overview/expectations. Patient stated they did not know how to increase stimulation despite reading instructions. Patient requested assistance with adjusting therapy settings on the call. Agent walked patient through how to connect with their implant to increase stimulation. Patient initially stated getting internal device battery is low message once connected with their implant. They think their implant is like 2 years old. Agent reviewed ins longevity and redirected patient to their managing healthcare provider to further discuss. Patient dismissed message and successfully connected with their implant and increased stim. Patient stated they did not feel any stimulation while increasing stim. Patient inquired if "where I'm holding the communicator that's not where I get any kind of feeling is it." Reviewed therapy/stimulation overview and expectations. Patient stated they wanted to leave stimulation at 5.0 because they were afraid to go any higher. They spoke to their physician and their physician's office is supposed to call. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their managing healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.